Event description:
Procedure: gastric bypass. According to the reporter: the third firing failed after two successful firings. The dlu cut but not staple. The open staples fell in the belly and the stomach was open on both sides. A white piece of plastic broke off and slipped in the cutting gliding space on the cartridge side. The dlu could not be opened normally. The dlu could not be retracted through the trocar, and the dlu could not be removed from the instrument. There was a leak from the pouch and the native stomach. Another device was applied and additional tissue was resected. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)